Event description:
Prior to starting a da vinci surgical procedure, broken wires at the tip of the megasuturecut needledriver instrument was observed. The instrument was not used during a surgical procedure. No report of patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.